Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to confirm packaging complaint due to customer return sensor no needle, and missing original box.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 177 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did have a bent cannula on the sensor. The sensor will be returned for analysis.